Event description:
The customer reported that the sys was not displaying an image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connectors in the power supply were cleaned and adjusted. The sys was tested and found to be working as intended and put back into svc.